Manufacturer narrative:
We were unable to confirm the customer's reported event of over delivery. Testing was conducted using the customer's reported protocol and bolus cord. The device passed all testing including delivery accuracy. The battery door was missing, but this was unrelated to the reported event. The pump history was downloaded and printed at the mfg site. The dates and programming present in the history did not correlate with the customer's reported programming and event information.

Event description:
Report rec'd of an overdelivery. The pump was returned to the biomedical dept with a note that stated, "check pca pump, pump set on a pca mode, but the mode changed to the epidural settings on its own. Pump was confirmed by two rns. Syringe started at 9:00pm found empty in less than four hrs." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Though requested, no add'l info was provided.